Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 9000 mcg/ml 2506.3 mcg/day and baclofen 500 mcg/ml; 139.24 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported that in (B)(6) 2016 the patient asked the healthcare provider (hcp) to change his dose per day because it was too much. The hcp made the change (B)(6) 2016. The pump was currently delivering fentanyl (unknown concentration) 1899.9 mcg/day and baclofen (unknown concentration) 94.95 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.